Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products remain implanted: part# ep-108323 lot 908570 (e-poly 36mm +3 hiwall lnr sz23) , part# 103531 lot 219360 (ti low profile screw 6.5x20mm) , part# 103532 lot 668790 (ti low profile screw 6.5x25mm) , part# 103532 lot 668790 (ti low profile screw 6.5x25mm) , part# 11-106050 lot 187730 (r/b rloc lhole shl 50mm sz 23) , part# 12-103206 lot 137540 (taperloc por red/dist 12.5x145). Reported event was unable to be confirmed due to limited information received from the customer. Radiographic evaluation noted the femoral head component is eccentricly located within the acetabular cup superiorly, consistent with superior polyethylene liner wear. Osteolytic lesion superior to the acetabular cup, consistent with granulomatous osteolysis. Screws are associated with the acetabular cup superiorly appear intact. The radiolucent osteolytic lesion present superior to the acetabular cup, which includes the vicinity of screws, is larger than that expected for radiolucency cause by screw loosening alone, and most suggestive of granulomatous osteolysis. However, cannot exclude screw loosening in the setting of granulomatous osteolysis. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The devices were not returned for evaluation. No further information has been made available. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised due to instability. No further information has been made available at this time.